Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a patient was taken to the hospital with suspected peritonitis. The patient was displaying symptoms of peritonitis and pd nurse advised he go to the hospital for treatment. Pd nurse stated the patient tested positive for staphylococcus epidermis and contracted peritonitis as a result of touch contamination. Pd nurse also reported there was an exposure from his catheter because he was not securing the cuffs correctly. Patient has been experiencing catheter extrusion issues for the past two months.